Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced a ¿line blocked¿ alarm, and the issue persisted despite attempting to use the current cassette. The cleo infusion set was subsequently replaced, after which insulin delivery resumed. This issue may have led to an occlusion. There was patient involvement; however, no harm was reported.